Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external investigation was completed by the manufacturer and showed no signs of contamination on the outside of the device. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown white substance on the outside of the blower box, contamination in the blower box as well as on the blower motor, signs of contamination on the bottom enclosure as well as a black smudge on the back panel. The device's downloaded event log was reviewed by the manufacturer and found the following error codes e-53, e-130, e-191. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirms evidence of contaminants on the blower box, in the blower box and on the blower motor. In the initial report section b5 was mentioned incompletely which should have been as follows - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. The patient also alleged cough lightheaded, shortness of breath/difficulty breathing. There was no report of serious or permanent patient harm or injury. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.